Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod for between 4 and 24 hours. The pod adhesive reportedly separated from the skin completely (abdomen) while the patient was sitting, causing the cannula to dislodge and insulin to leak. A new pod was successfully applied.

Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. The exposed soft cannula was torn during external inspection; therefore, inspection of the exposed soft cannula could not be appropriately assessed. A leak test was performed on the remaining section of the soft cannula, and no leaks were observed. The complete length of the cannula could not be adequately assessed for leaks. It could not be conclusively determined if a leak was present.